Manufacturer narrative:
(B)(4). Actual device not available for return. Investigation completed based on bravo study data. Review of accuview graphs determined ph levels had dropped below 2ph for approximately 12 hours and then signal increased to ph 8 prior to study completion, confirming that the capsule detached from the esophagus prior to the end of the procedure and fell into the stomach.

Event description:
Customer reported bravo ph capsule detached from esophagus prior to the end of the procedure. A repeat procedure will be scheduled.